Event description:
Reporter reports that the central line was placed in the pt in the ER, guide wire was removed. Pt condition was critical and was not related to central line. Pt was transferred to another facility, and upon arrival, the facility called and stated that the pt had to have surgery because a piece of the guidewire had remained in pt. Surgery was without any adverse event.